Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per article by spina, et al., ejost. 2018: a patient required re-revision due to a aseptic stem loosening and a brooker 3 heterotropic ossification at 28 months follow up. "These complications have not substantially changed the patient quality of life because he was already unable to walk and with very limited functional requirements before the fracture."